Event description:
Target was informed that during the procedure the gdc would not go through the catheter. Upon inspection of the returned device on 10/1/98 it was discovered that the gdc had detached making this a MDR. This event had no impact on the pt's health.